Event description:
During open reduction, internal fixation (orif) of left naso orbital ethmoid fracture, the tip of the drill bit broke off in the facial bone. Drill tip was 6-8mm in length and 0.7 mm diameter and reportedly the portion that was retained in the orbital rim was approximatley 4-6 mm and 0.7 mm diameter. The rest of the drill bit was discarded. The surgeon elected not to retrieve the retained drill bit as it would involve removing normal bone. A new screw hole was drilled and screw placed. Reason for breakage unknown; drill bit used is fragile due to small size.